Manufacturer narrative:
The vendor confirmed that the loose particle was part of the irrigation sleeve. Vendor issued scar 2024-02 to its supplier for investigation. The most probable cause is a component issue. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.

Manufacturer narrative:
The product was returned. One pale yellow irrigation sleeve is loose in a small plastic specimen cup and a pale yellow disc like particle is stuck to the hub of the irrigation sleeve. The particle is similar in color and shape to the port holes on the sides of the irrigation sleeve shaft at the tip. The disc like particle is soft and squishy and is round and curled up on the edges. It would not lie flat and therefore dimensional measurements could not be taken as they would not be accurate due to the concave shape. There is also a long piece of the soft, yellow, squishy material that remains attached to the disc like particle. This sample will be sent to the vendor for evaluation. Manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is underway.

Event description:
The user facility reported that a silicone area where the die punches out on an aspiration port, a piece came loose, and it was in the anterior chamber. The doctor couldn¿t aspirate it, so he had to take a set of forceps to remove it. There was no patient impact injury.